Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that no external power events were noted in the log files at 18:47:57 and 18:56:36 due to the mobile power unit (mpu) losing power. The backup battery powered the system during these events.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the review of the provided event log file, retrieved from the replacement controller (serial number (B)(6) confirmed no external power events while on a mobile power unit (mpu). The data contained in the provided event log file revealed the system controller (B)(6) was connected to the pump at 18:30. The system controller was not connected to an external power and the system did not start until 18:42 when a mobile power unit (mpu) was connected to the controller. The system initiated operation at 18:42 and all alarms cleared. The system operated with no active alarms, powered by the mpu until 18:45 when the associated voltage levels suggested that the power to the mpu was lost and the controller activated a no external power alarm. The alarm cleared at 18:50 and activated at 18:56 when mpu lost power again. The system was powered by the backup battery during these events. The no external power condition resolved at 18:58 and the system continued to operate with intermittent low flow alarms associated with flow values below 2.5 lpm. The data captured at 19:18 revealed that the driveline was disconnected. The periodic log file contained only few entries and the recorded data did not add any new information regarding the reported event. A specific root cause for the no external power events was not able to be determined. Per the device history records the (B)(6) was equipped/shipped with an ac power cord with a v-lock. The mobile power unit, serial number (B)(6), was not returned for evaluation and no additional information was able to be obtained. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms, including a ¿no external power¿ alarm, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.